Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse called for assistance verifying the settings on the insulin pump. It was reported that the customer had been experiencing high blood glucose levels. Blood glucose at the time of the incident was 530 mg/dl. It was found that the settings were entered incorrectly. Troubleshooting was declined. The insulin pump will not be returned for analysis.